Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 140.4 mg/dl. No significant events leading to issues were observed. Advised discontinuation of the insulin pump. Pump was returned and replaced. Nothing further reported.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Pump received with cracked reservoir tube window.